Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause is user error due to incorrectly following the surgical technique of the device. Per dfu-0307-eo revision 2, "preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. The complaint allegation cannot be confirmed without the device for evaluation.

Event description:
On 3/15/2024, it was reported by an arthrex subsidiary employee via email that an ar-1678-cp implant system, internalbrace ligament augmentation repair had the 4.75mm swivelock anchor is not disassociated from the shaft. No pieces broke inside the patient, and the case was completed using another ar-1678-cp implant system from an unknown lot. This was discovered during an mbo with internalbrace on (B)(6) 2024, with no reported patient harm. Additional information received on 3/19/224: the case was not delayed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.